Event description:
Customer called to report hospitalized for high bgs. No results were received for dka yet. It was stated the bgs were high because the cannulas were bent. Infusion sets were changed and still the cannulas came out bent. Also stated that the pump showed black circles on the display. Troubleshooting was performed.